Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump alarmed downstream occlusion and the amount delivered was off, during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A review of the event history log revealed multiple 'downstream occlusion' message, however true and false alarms cannot be distinguished through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported 'delivery amount off' was not verified. The 'downstream occlusion alarming' was verified. The cause was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.